Event description:
It was reported that the stenoscope system had an artifact in the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call.